Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04345. It was reported the patient experienced inadequate and uncomfortable stimulation issues with their scs system due to lead migration. X-rays indicated the patient's left lead migrated. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the entire scs system was explanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.